Manufacturer narrative:
Device evaluation: fifteen devices were received and evaluated for the needle button released event complaint. All devices were received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for these devices.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with the vgo 30 user. She states that she has had several devices in which the needle pops out before 24 hours. She tries to make the device last by pushing the needle back in. She states this is painful and causes bruising. She denied any signs of infection. She does not prep the skin with alcohol prior but will start to do so. She denies placing the device over scar tissue or skin folds. She does wear the device on her abdomen. She prefills the devices with two weeks' worth of devices and stores them in the refrigerator. She was instructed not to prefill. This is a device complaint which caused a non-serious ae related to skin pain and bruising. Pain and bruising are expected side effects when a needle is used.

Event description:
The patient reported they are having issues with the needle of their v-go not staying in (releasing). The patient reported the issue is causing them pain and bruising. The patient stated they must hold the device for the insulin to release which causes pain. The device was reported to be available for return to the manufacturer for evaluation, however to date has not been received.